Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in emergency room after receiving a notification due to backup vvi mode. The device was reprogrammed successfully.